Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.

Manufacturer narrative:
The returned device was evaluated. During this testing, the unit was able to power on but the display was visually defective. The lcd was replaced and the unit functioned as designed.

Event description:
It was reported that the top half of the display is "whited out". Customer reported that the oxygen reading is covered, however, values can be seen minimally. Customer also reported that the device is able to engage in patient monitoring and no visual or audible alarms were observed during the event. There was no patient involvement.